Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped during a case. No patient injury or surgical delay has been reported.

Manufacturer narrative:
A duplicate report was submitted for this complaint event under mfg report number 3004608878-2022-00010. Consequently, no investigation results will be submitted for this event, as all information was previously submitted under mfg report number 3004608878-2022-00010 which is the active completed record in our database. At present, we consider this complaint to be closed.